Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to damaged bearings. The system board was evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue. The device failed a step during testing. The device's system board was replaced to address the issue.